Event description:
It was reported that during a da vinci-assisted general surgical procedure, the robotic coordinator (roco) stated that the monopolar was not working. Fse replaced the integrated electro surgical generator unit (iesu) erbe to correct the reported problem. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis. During testing, the customer reported issue was reproduced and confirmed. Error m-02-3 was displayed during initialization. Fa investigations confirmed the root cause of the reported issue was related to the defective monopolar ports. The generator will be repaired to full specifications. This complaint is considered a reportable event due to the following conclusion: the iesu was replaced after the start of the procedure and the surgeon was able to continue with the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.